Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) revision surgery due to nonunion. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery including hardware removal and replacement was performed on (B)(6) 2016 due to nonunion. The patient initially underwent an open reduction internal fixation (orif) procedure on (B)(6) 2015 during which time a 3.5mm proximal humeral locking compression plate and nine screws were implanted. During a routine follow-up examination on an unknown date, non-union was discovered. During the (B)(6) 2016 revision surgery, the original plate and nine screws were removed intact and replaced with unknown orif system implants. The procedure was successfully completed. The patient's post-operative condition was reportedly stable. This report is 3 of 10 (B)(4).